Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level ranged between 166 mg/dl and 470 mg/dl which was addressed by delivering a bolus. Reportedly, the customer had an alternate pump for insulin therapy available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level ranged between 166 mg/dl and 470 mg/dl which was addressed by delivering a bolus. Reportedly, the customer had an alternate pump for insulin therapy available.